Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a sick patient who was starting the decompensate, the delivery catheter system (dcs) was across the valve and aortic insufficiency was noted. When deploying the valve, one of the paddles would not come off the paddle attachment. After 3 minutes, the valve finally released. During this time, the patient became unstable and required lasix for pulmonary edema. Following the procedure, the patient ended up on bipap (bilevel positive airway pressure) to assist with breathing. It was reported that the valve was loaded successfully with the paddles in the pocket. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID evolutfx-26serial/lot (B)(6) use by date 2026-05-01 UDI (B)(4) continuation of d10: product ID l-evolutfx-2329 product lot number 0012289389 product type: compression loading system (cls) implant date na explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: two media files were provided for review. Patient¿s executive summary was not provided for anatomical review. The valve was positioned and upon final release of the evolut, one of the paddles of the evolut remained hung up in the paddle attachment of the delivery catheter system. This is not an uncommon occurrence and per medtronic best practices, if paddle hang up occurs: gently adjust the delivery catheter system or guidewire to free the paddle from spindle, taking care to avoid valve dislodgment. If the delivery catheter system or guidewire adjustment is unable to resolve paddle hang up, then slowly advance the capsule to push the paddle off spindle (turn delivery system knob in the opposite direction of deployment to advance capsule). Eventually, the paddle released and both paddles were visibly free from the delivery catheter system . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the deployment, central aortic regurgitation was noted. Mild paravalvular leak (pvl) was noted. The patient went into pulmonary edema from pacing during unsheathing the valve. The patient is palliative due to a stroke post valve implant.

Event description:
Additional information was received that during the deployment, mild central aortic regurgitation. After the valve was fully released, mild paravalvular leak (pvl) was noted. A stroke was confirmed by a computed tomography (CT) scan one day post valve implant. The patient was mumbling and had weakness. The patient was converted to palliative care. Per the physician, the stroke was likely related to the heavy leaflet calcium. Per the physician, an 18 millimeter (mm) balloon had difficulty crossing the aortic arch. This may have led to embolization from the arch however the CT scan performed prior to the implant did not show calcium or thrombus in the arch. The stroke was likely related to heavy leaflet calcium and two pre-dilation attempts required to open the valve, the first one with the 18 mm balloon followed by a 22 mm balloon which did not cross the annulus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.